Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 17333109/17528384 description: next generation anchor kit-sterile model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the cervical spine area. It was believed that the infection was not procedure or device related but the patient was just immunocompromised. The patient was prescribed antibiotics and underwent an explant procedure. No further information can be obtained by bsn.